Event description:
It was reported that the manufacturer representative thought the pocket revision was scheduled for the tuesday after the report.

Event description:
It was reported that nothing was replaced. The implantable neurostimulator (ins) was implanted too deep and was easily tilting and moving in the pocket. A new pocket was created and the same ins was moved to the new pocket. The ins was tested for coupling prior to leaving the or and they easily had 8 coupling bars. In the post-anesthesia care unit the patient had the same good stimulation to their legs that they had pre-operatively. The manufacturer representative had not heard anything since the pocket revision.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient was implanted they have had difficulty charging the device. The patient met with their manufacturer representative 2-3 months prior to the report and was able to get the device ¿working fine¿. An antenna locate was performed resulting in 28-42 and showing coupling boxes ranging from 2 to 8 filled in. It was further noted that since implant the implantable neurostimulator (ins) moves around a lot and is not in an ideal location. The manufacturer representative spoke with the patient¿s health care provider (hcp) about tightening down the ins in the pocket but they wanted troubleshooting to be performed first. The patient had tried charging both sitting and standing however the belt moves around so the patient has to hold the antenna in place.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID neu_unknown, serial # unknown, product type unknown; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).

Event description:
Additional information received reported the patient¿s device was in continuous mode. The manufacturer representative further noted that the patient is being scheduled for a pocket revision however the date was unknown at the time of the report.